Manufacturer narrative:
(B)(4). Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was depleting very rapidly. It was reported that the left ventricular (lv) output was at 3 volts (v) at 0.6 milliseconds (ms) and the patient was in chronic atrial fibrillation (af). Boston scientific technical services (ts) discussed that there could be some change within the system that may have impacted the device's longevity. Moreover, ts suggested to consider memory dump and engineering analysis or to continue to monitor the patient via the remote monitoring system until an alert for explant time will be received. Additional information was received indicating that the device was explanted and replaced without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had decreased longevity rapidly than expected. The left ventricle (lv) output is at 3 volts at 0.6 milliseconds and patient is chronic atrial fibrillation (af). Impedances were stable. Boston scientific technical services (ts) stated that there could be some minor changes that may have caused the rapid changed of longevity as there was no change made in the output. Ts suggested having memory dump for engineering analysis or continue to monitor the patient as the patient is monitored via monitoring system and it will alert if elective replacement indicator (eri) is reach and there are 90 days from eri to end of life (eol). Additional information received indicates that patient will be checked on the next regular scheduled follow-up and that memory dump was not performed. Device still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.